Event description:
During a pci procedure of the lad, the quantum maverick monorail balloon ruptured at 20 atms. (The number of inflations and atms is unknown.) No patient injuries or complications were reported.